Event description:
Customer reported receiving erratic readings on their precision xtra/optium blood glucose meter. Customer reported receiving readings of 71 mg/dl, 231 mg/dl and 367 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer reported feeling irritable and hungry. There was no report of death, serious injury or third party medical intervention.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.